Manufacturer narrative:
(B)(6).the device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported the sponge of a mini-cap with providone iodine had come out of the mini cap. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported condition; the sponge was found inside of the device's foil pouch but outside of the minicap. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.